Manufacturer narrative:
It was reported that on 01/23/2025 there was "mildew/mold found inside sterile water syringe inside foley kit". The customer did not report any patient involvement or patient harm related to the incident. No additional details are available related to the customer reported issue. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that on 01/23/2025 there was "mildew/mold found inside sterile water syringe inside foley kit".